Event description:
Patient not experiencing adequate pain relief in relation to scs trial period. At time of removal, 2mm blackened area noted on dura, corresponding to a blackened area on scs lead. FDA safety report ID# (B)(4).